Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an insulation fracture was observed the atrial lead. Lead revision was anticipated. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported event of lead fracture and abrasion was not confirmed. Electrical testing did not find discontinuities, but found internal shorts between conductors due to the twisted coils consistent with procedural damage. X-ray and visual inspection of the lead found no anomalies with the exception of damages consistent with procedural damage.

Event description:
It was reported that the lead was explanted. The patient was stable following the procedure and there were no adverse consequences.